Event description:
Health care professional (hcp) reports 16 blood leaks noted at onset of pt treatment. Health care professional reports dialyzers between 3-6 times. Health care professional reports no pt injury. Reuse ro sys psi found to be above centers guidelines. This was corrected and no add'l leaks were noted.